Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned nine (9) 31gx8mm bd pen needles from lot 0057707. Consumer stated he dials up two units for priming and no insulin comes out. All 9 returned pen needles were examined, and it was observed that 2 out of the 9 pen needles were returned after use; 1 of these pen needles exhibited a bent non-patient end (npe) cannula. The other 8 pen needles were tested for flow using a test pen injector: all 8 tested pen needles were able to expel properly. No evidence of manufacturing defect was observed. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). Since no evidence of manufacturing defect was observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that pen ndl 31ga 8mm 100 bx 1200 USA was unable to deliver insulin. The following information was provided by the initial reporter: material no: 320109 batch no: 0057707 it was reported that the insulin does not come out. Verbatim: consumer stated, he dials up two units for priming and no insulin comes out. Stated, so far from this box, every 3rd needle is affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31ga 8mm 100 bx 1200 USA was unable to deliver insulin. The following information was provided by the initial reporter: material no: 320109, batch no: 0057707. It was reported that the insulin does not come out. Verbatim: consumer stated, he dials up two units for priming and no insulin comes out. Stated, so far from this box, every 3rd needle is affected.